Event description:
On (B)(4) 2014 an nsk sales representative received a call from (B)(6) that a 2 month old x95l handpiece had caused a burn on the inside of a patient's mouth. The information was recorded and forwarded to nsk america (B)(4) on (B)(4) 2014. Other facts that were reported by the sales representative: -"(B)(6), the assistant, said they had a temp in for 2 days this week that misunderstood directions and did not oil their handpiece they believe. They are not sure if this x95l was one of those hp not oiled." "They have a 12 year old w&h [assistina] machine. They have not had any problems with the kava air [handpieces]. The office runs 2 cycle of oiling for x95l's after each use and does weekly pana spray chuck flushing." (B)(4) identified more specific information was required to fully investigate this event and sent a letter by email to the address on the doctor's webpage on (B)(4) 2014 and by us mail on (B)(4) 2014. The suspect device was received by nsk america on (B)(4) 2014 and forwarded to nakanishi on (B)(4) 2014 for further investigation. On (B)(4) 2014 nsk received a facsimile response to the request for additional information. The following responses were included: date of event: (B)(6) 2014. Procedure being performed was a crown prep. Person using device was dr (B)(6), patient was under local anesthesia. No abnormality was observed prior to observing the injury. First indication was patient reported warm sensation on cheek. Description of injury: removed handpiece and noted several blisters on inside of cheek. Back of handpiece felt warm to touch ([through] glove). Intervention to prevent permanent impairment or damaged to the patient: change [handpiece]. Treatment administered: mouthrinse and time. This treatment is typical for the procedure being performed. There has been a follow up since the injury, the date of follow up was not provided. The injury is healing normally. No further medical intervention will be required to treat the injury. No additional information was provided regarding this event.